Event description:
It was reported that the carelink monitor (clm) would not interrogate the patient's device although it had been successful in the past. The clm will be returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.